Manufacturer narrative:
Section a2, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: unknown/not provided. Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code: 4625 used to capture the vitrectomy. Follow-up is being performed to obtain the missing information and clarification on the reported event. However, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) had patient contact. The customer believes the iol was partially inserted however they are uncertain. Reportedly, the iol was wasted because the customer performed a vitrectomy. Johnson and johnson is performing follow-up to get more details regarding the event. To date no further information has been provided.